Event description:
It was reported that a (B)(6) female who had 450cc mentor memorygel breast implants placed was not satisfied with the results of the procedure. The patient was not happy with the size of the implants and would like to go bigger. Therefore, the patient may have to go an additional surgical intervention in the future. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-05145 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9596410 number on may 14, 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 28, 2022. The issue reported initially was clarified to be bilateral capsular contracture. Both implants are tight, and the right side is riding high and uncomfortable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 12, 2023. Explant and replacement with mentor gel implants was performed on (B)(6) 2023. The right sided capsular contracture was baker grade iii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).